Manufacturer narrative:
This is a report of a use error where the patient had an open clamp on the heater line, resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line on a homechoice cassette leaked. The patient was not connected to the homechoice at the time of the event. The technical service representative (tsr) had the patient close all the clamps and cycle power on the homechoice. The tsr had the patient press go, remove the cassette, wipe down the gray membrane on the inside of the homechoice, and reload the cassette making sure all four corners were pushed in. The tsr had the patient press go and the homechoice primed. The patient noticed the clamp on the heater line was opened and fluid came out of the line. The tsr had the patient press stop and close all the clamps. The tsr assisted the patient to end therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.